Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller joint (acj) and the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user informed the technical support engineer (tse) about repeated error 32100 from arm 2. The user had already attempted a power cycle, but the problem persisted. The tse was unable to view error logs as the system was not connected onsite. The tse instructed the user to connect an ethernet cable directly into the wan port, but this did not resolve the issue. The tse then guided the user on how to view error logs on the video tower and take a picture to send to dvstat. The error was identified as 32100 from the elbow brake, indicating that arm 2 needed replacement. The surgeon decided to disable arm2 and continue the surgery with three arms. No known impact or patient consequence was reported. A procedure delay was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 32100". The axes controller joint (acj) was installed onto the golden system and completed program with no problem so far. It continued performance and was set to 10 power cycles and sitting idle for one hour. After testing 10x cycles no error, no error could be identified.